Event description:
My wife uses monthly disposable contact lenses from bausch & lomb "softlens 59". She has been using these for years now. Yesterday, when she was opening a new package of lens, she noted a film, a form of mold, or white residue on top of the contact lens, immersed in so-called "sterile solution." This solution also contains white specs dispersed in the container. She opened another package and the problem remained. This was not an isolated occurrence. The lot in question is 2/090805/10a, exp. Date 08/2009. The lens diameter is 14.2 mm. I contacted the manufacturer -bausch & lomb, and their customer service had doubts about my claim and considered and "film" or contamination unlikely. I added that I am working as a quality specialist for another pharmaceutical company and could very easily identify a non-conforming product. They offered to send a package to my house in order to return the apparent defective contact lenses. According to bausch & lomb, these lenses were discontinued in 2006 and the remaining stock sold to an undisclosed second party in 2007. I claimed that the expiration date is still 26 months ahead and ultimately the manufacturer is liable for any non-conforming issues. What can be done? Thank you so much for you attention.